Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 19mm trifecta gt valve was implanted in the patient's aortic position using everting mattress suture technique due to severe calcification in the annulus and aortic stenosis. An abbott sizer was used in the initial implant. At the end of (B)(6) 2020, serious aortic stenosis was confirmed during an outpatient follow-up. On (B)(6) 2020, the trifecta gt valve was explanted. Upon explant, an obvious tear was observed from the rcc stent post to the rcc; the nadir was torn along the rcc stent post. The valve itself appeared clean. It was reported that the cuff was damaged upon explant. A new 19mm regent mechanical heart valve was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
The tear noted following explant due to stenosis was confirmed. Leaflets1 and 2 contained tears along their base. The sewing cuff had been completely removed, consistent with the reported damage at explant. No inflammation was present, and no calcifications were present within the leaflet tissue; however, focal calcification was present within the pannus ingrowth noted on the inner stent wall. X-ray examination of the stent did not show evidence of deformation, which is consistent with proper handling of the valve at the time of valve implant. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any leaflet tissue calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress, but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation demonstrated degenerative changes to the leaflet tissue at one of the tear sites. The extent of the sewing cuff damage at explant was possible evidence of a tight fit within the annulus. The noted pannus, and any tissue that may have been removed with the sewing cuff, had the potential to induce the reported stenosis along with increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation. However, this could not be conclusively determined.